Event description:
Boston scientific received information that while trying to reprogramming this cardiac resynchronization therapy defibrillator (crt-d) to temporary pace at vvi 30 during a device change-out for the elective replacement indicator (eri) the device was still pacing at 60. Technical services discussed troubleshooting and reasons for not operating as suggested programmed. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and initial analysis revealed a device anomaly. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was emitting a solid tone. The enable magnet feature was programmed off and the tones ceased. Detailed analysis revealed that an internal magnetic switch became stuck in the closed position after explant, resulting in the observed tones. Temporary brady pacing was successfully tested. There were no issues found with either normal or temporary pacing. However, the device failed longevity expectations. This was related to the constant tone the device was emitting post explant, which results in a high current drain. There was no high current present when the tone was shut off; the device hybrid current was within specifications. Therapy was available while implanted.